Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3; reference MFR. Report# 3006705815-2018-03369. Reference MFR. Report# 3006705815-2018-03370. It was reported the patient experienced a fall. As a result, the patient experienced an opening at the incision site. In turn, the patient underwent surgical intervention wherein the scs system was explanted which resolved the issue.

Event description:
Device 3 of 3: reference MFR. Report# 3006705815-2018-03369. Reference MFR. Report# 3006705815-2018-03370.